Event description:
In 2009, the patient reported that both the up and down buttons on his infusion device are not functioning on his infusion device. He stated that the issue began a month or two ago while attempting to bolus. He stated that the device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.